Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive and there was no delivery alarm. The customer did not recall any significant events leading up to the keypad issues. Blood glucose level at the time of the incident was 13 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump passed basic occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with minor scratches on lcd window and broken reservoir tube lip.